Manufacturer narrative:
Based on the completed investigation, the reported issue was due to a malfunction in the imaging unit. The root cause could not be definitively determined; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there was no image displayed due to a malfunction in the imaging unit. There was no patient involvement.